Manufacturer narrative:
No evaluation possible at this time. Multiple attempts to obtain the instrument in question have been unsuccessful. Upon the receipt of additional information and/or the return of the device, a follow-up report will be submitted. The detached section which remains entrapped within the implanted polyaxial screw, is approximately .185" in length and is manufactured from 17-4 (stainless steel). The raw material is processed and certified according to astm a564 standards.

Event description:
The distal tip of a polyaxial screw remover broke off during an explant. The detached tip remains positioned within the head of the polyaxial screw, implanted within the patient.